Manufacturer narrative:
(B)(4). Date sent: 07/06/2020. Additional information received: see attached medical records. - attachment: [(B)(4).2019 or report redacted.pdf, (B)(4) 2019 path report_redacted.pdf]

Manufacturer narrative:
(B)(4).date sent: 07/06/2020.]

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: the surgeon provided an overview of the event. He recalled that the patient presented with a hematoma and leak where the patient had gone home for a few days and came back. The surgeon stated that it is difficult to say whether it was stapler related. When asked if there were any issues intraoperatively, the surgeon responded that he noticed that it was harder to fire the device. His partner was having trouble squeezing the device and it did not seem as smooth. However, he did hear the ¿crunch.¿ he commented that he dictates after every firing as he scrutinizes the anastomosis. He scopes each anastomosis, ensures a negative air leak test, checks the donuts, and checks for no tension on the anastomosis. When asked if he inspects the cutting washer, he stated that he does not. He inspects the donuts, but not the washer. However, he reiterated that he always listens for the audible crunch during firing. The surgeon was asked if any malformed staples were observed. He responded that he cannot answer the question fairly as there is also a linear staple line present; he stated that visually the anastomosis was intact intra-operatively. He would divert if anything did not seem right; it ¿passed the muster¿ intra-operatively.

Manufacturer narrative:
(B)(4). Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? What was observed at the site of the hematoma/leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Will the ileostomy be reversed? What is the current status of the patient? Maude report number: mw5086382 - [(B)(4)].

Event description:
See user facility medwatch.